Event description:
Same case as MDR ID #: 2134265-2012-03855. It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left circumflex (lcx) artery. The physician placed a non-bsc guide catheter and then introduced a 3.0x32mm promus element stent delivery system (sds) into the patient's body. Then noticing that the stent was undersized, the physician removed the sds from the patient's anatomy. Once removed, the physician did not observe any damage to the device. Next the physician advanced a 4.0x20mm promus element sds and while attempting to deploy the stent, observed that the stent was caught on the catheter. The stent was knocked off of the sds and as ''the stent was fine,'' the physician deployed the dislodged stent using five non-bsc balloons. After deploying the 4.0x20mm stent, the physician wanted to use the initially used 3.0x32mm promus element sds, but observed stent strut damage prior to reintroducing the device into the patient's anatomy. The procedure was completed with another of the same device and the patient's post procedure condition is stable.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).